Event description:
It was reported that the patient's right hip was revised due to recurrent dislocations. A head and liner exchange was performed, converting the liner to a constrained liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a other hip liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: no medical records were received for clinician review. -device history review: a review of the device history records indicates the device was manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.